Manufacturer narrative:
(B)(4). Additional information requested from the user facility. No additional information received at the time of this report.

Event description:
According to the medwatch (mw5070184) - the hub from 10fr arrow dilator broke off outside the body leaving the dilator stuck inside the left femoral vein". The report states there was a serious injury and required intervention. However, there is no additional information provided.

Manufacturer narrative:
(B)(4). Mw# 5070184. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (mw5070184) - the hub from 10fr arrow dilator broke off outside the body leaving the dilator stuck inside the left femoral vein". The report states there was a serious injury and required intervention. However, there is no additional information provided.